Event description:
It was reported to boston scientific corporation that when the zero tip basket was used during a procedure in 2008, according to the complainant the wire broke at the handle base. The outer green sheath was damaged but was still attached. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The basket of the returned device was open and could not be closed due to a separated sheath. The sheath is separated where it exits the introducer. The root cause for this complaint is handling damage. The introducer covers the handle strain relief, making the sheath subject to handling damage where it exits the introducer. A review of the device history record revealed no issues that could be associated with this incident. A lot history search was performed and found no other complaints have been reported from this lot.